Manufacturer narrative:
Patient code (B)(4) is no longer applicable for this event if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that there was no further explanation for the catheter dislodgment from the intrathecal space. It was unknown why it had dislodged. The patient did not have a specific date with regards to when he noticed the migration of the catheter. The patient and physician overtime had noticed his dose was increasing but his spasticity was worsening. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for intractable spasticity and familial spastic paraparesis. It was reported that the patient went in for a routine pump replacement and they found when they opened up the spinal incision site that the catheter had migrated out of the intrathecal space. They decided to replace the entire catheter at that point along with the pump. The pump and catheter were replaced after finding the catheter had come out of the intrathecal space on (B)(6) 2017. There were no further complications reported or anticipated.